Event description:
It was reported that dressing was applied and pump initiated. Status light green with no suction and no alarm condition. Canister changed to 800ml and pump system began working. No case involved and there was no harm or injury to the patient.

Manufacturer narrative:
H3, h6: the device intended to be used in treatment has been returned for evaluation. A visual inspection reported no defects. A functional evaluation was not performed as there was insufficient information provided to enable this task, with no relationship established between the event reported. Therefore the root cause remains unknown. Suction failure can occur due to to a faulty pump or leaks within the system. Devices can fail to alarm, if there is a system fault, however without evaluating the renasys device, we cannot determine an accurate cause. No batch/lot number has been provided, however, at this time, we have no reason to suspect that the product did not meet specifications at the time of manufacture. The complaint history file contains further instances of the reported events. Currently being monitored, with actions being taken to reduce instances of the reported event. However this investigation is now complete.